Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they air bubbles occurred with four of their sets and reservoir. The customer had discarded the three. The customer was advised that they were unable to confirm why there were air bubbles because they were not able to troubleshoot them. The customer's blood glucose level at the time of the incident was 230 mg/dl. The air bubbles were in the tubing and reservoir. It was also noted that there was a leak at where the tubing connected to the connecting cap. The customer was advised to call when the issue occurs or at her earliest convenience to troubleshoot. The product will not be returned.